Event description:
The user facility reported that during an unspecified laparoscopy procedure, the physician noticed a black fragment in the pt's body cavity. The physician retrieved the fragment during the procedure by an unknown means. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that a part of the bending section cover glue was missing off on the distal end area. Additionally, there were some dents and scratches on the surface of the bending section cover and glue. The cause of the user's experience was likely due to physical damage to the bending section when the physician withdrew the endoscope from a trocar. This report is being submitted as a medical device report in an abundance of caution.